Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a viscoelastic product was used during a cataract surgery. The patient experienced post-operative elevation of their intraocular pressure (iop). The patient was treated with an infusion of diamox and their iop returned to normal.